Event description:
It was reported that the physician explained that the device was being replaced due to the size of the device and that the "device only lasted 3 years." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) : upon analysis, normal battery depletion was found.